Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "started case with an lma size 5. Did a bronchoscopy, and then swapped the lma out with a 37 french double lumen tube using the glidescope. They were having some difficulty passing the tube and noticed the tube getting too soft when it was in the mouth for a short period of time. Once the stylet was pulled out/removed they noticed kinking. They removed this tube and successfully passed new one". No patient harm or injury other than a sore throat. The patient status is reported as "recovered uneventfully".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "started case with an lma size 5. Did a bronchoscopy, and then swapped the lma out with a 37 french double lumen tube using the glidescope. They were having some difficulty passing the tube and noticed the tube getting too soft when it was in the mouth for a short period of time. Once the stylet was pulled out/removed they noticed kinking. They removed this tube and successfully passed new one". No patient harm or injury other than a sore throat. The patient status is reported as "recovered uneventfully".